Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop esophageal growths. The patient required surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
In the previous report section h6 (investigation findings) was captured incorrectly. Section h6 (investigation findings) has been corrected/updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging doctor had noticed over 100 paulcus on esophagus had removed 51 couldn't get all. Patient headaches sore throat, problems breathin while using the device related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and found evidence of sound abatement foam degradation/breakdown was not observed in this device. The external investigation showed that there were no signs of contamination on the outside of the device. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The internal investigation showed that there were signs of contamination on the bottom enclosure. There were also water spots on the blower fan. While using the fitt tool, it was noted that there were signs of sound abatement foam degradation. The logs were reviewed by the manufacturer. There were 1 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.